Manufacturer narrative:
(B)(4). Insulin pump received with missing segment due to cracked and bleeding lcd glass. Unable to perform displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, self test and occlusion test due to missing segment.

Event description:
Information received by medtronic indicated that the customer wanted to know if the insulin pump was delivering insulin or not. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.